Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and shaft break occurred. A 3mmx40mmx145cm coyote¿ es balloon catheter was advanced for dilation. However, during first inflation at six atmospheres, the balloon ruptured. When the device was removed, it was noted that the first marker was separated from the balloon and was broken into two pieces. Each piece could not be removed and remained inside the patient in a collateral. The procedure was completed with another 3mmx40mmx145cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded, with blood in the lumen, with the tip and part of the inner lumen missing from the device. Functional testing could not be performed due to the condition of the device. The distal portion of the balloon and the markerbands were missing from the device. Microscopic inspection found no irregularities with the bond of the device. Visual inspection revealed the tip was missing from the device. Microscopic, tactile and visual inspection revealed 22cm of the inner shaft missing, and numerous kinks in the outer. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and shaft break occurred. A 3mmx40mmx145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at six atmospheres, the balloon ruptured. When the device was removed, it was noted that the first marker was separated from the balloon and was broken into two pieces. Each piece could not be removed and remained inside the patient in a collateral. The procedure was completed with another 3mmx40mmx145cm coyote es balloon catheter. No patient complications were reported and the patient's status was stable.